Event description:
It was reported that the entire system was explanted. The pulse generator had premature battery depletion. The system had difficulty converting arrhythmias. The electrode had a high impedance of 140. Due to the patient's condition, the doctor elected not to replace the system. There were no additional adverse patient effects.